Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 30-degree endoscope plus instrument's camera was cracked. The procedure outcome is unknown, but the device was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and the distal window located at distal tip was visually inspected and found cracked. Additionally, the endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. Also, the endoscope was evaluated and found with a camera instrument adapter defect. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with shaft bearing contributing to friction. Furthermore, the damage was located at zone a near integrated connector of the endoscope cable. Also, during inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The complaint was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling.

Event description:
Refer to h11 for follow-up information.